Event description:
It was reported to philips that the device's wired footswitch was unable to trigger the cine function. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an electromedicine procedure. The procedure was completed successfully as the reported problem was occurring intermittently. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not functioning. The user reported that the film pedal was failing in the wired footswitch. To resolve the issue fse replaced the wired footswitch. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.